Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a foreign object in the nozzle. A root cause could not be identified. Based on the investigation results, the most probable cause of the reportable malfunction was traced to an issue with the imaging unit; the image disappeared when the right-left direction angle was activated. Additionally, the cause of the foreign material remaining in the nozzle could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had an image blackout. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1-(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.